Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alert that was preceded by a low battery alert. Customer reported that the off no power alert came less than 24 hours after the low battery alert. Blood glucose level at the time of the incident was 200 mg/dl. The insulin pump was not replaced or returned for analysis.